Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the pulse test failure was isolated to an intermittent connection at transformer t2 on the defibrillator pca. The root cause for the defective transformer could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot complete testing) is being investigated. As received, the monitor displayed code 203 - pulse test fault. The cause of the inability to complete testing is pulse error. The root cause of the pulse error is still underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor indicating that it was unable to complete testing.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is underway. The reported problem (cannot complete testing) is being investigated. As received, the monitor displayed code 203 - pulse test fault. The cause of the inability to complete testing is a pulse error. The root cause of the pulse error is still underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.